Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06124. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to failure in the sdi circuit. For the cause of the circuit failure, the following are considered: when connecting the sdi cable, static electricity which was charged in the device or the peripheral part was discharged to the core wire in the cable, and the electronic components inside the product were damaged. It is considered to be a rare failure of the sdi element, or considered that the sdi element failed due to the influence of disturbance noise, etc. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The sales representative further reported this was a brand new unit and an out of box failure occurred upon pulling the unit out of box and installing the unit at the user facility. A review of the service records indicates the unit was purchased on (B)(6) 2019 with no previous repairs. However, the customer returned the unit as an out of the box failure. The asset unit was returned to the service center. The evaluation found the two serial digital interface (sdi) outputs were not working. The rear panel board was found faulty as there was no sdi signal. A review of the unit's repair history shows no previous repair records. The cause of the reported event could not be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed during service evaluation, the asset visera 4k ultra high definition (uhd) camera control unit produced no image. There was no patient involvement reported.